Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected low battery alerts/alarms, blank display anomalies, replace battery alerts or replace battery now alarms noted during testing. The power management graph was in specification, however, multiple replace battery alerts and replace battery now alarms were present in the format history file and the lithium backup battery indicated a connector resistance issue as shown in the power management graph. Connector on pcba 1 was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 4 days with the unit functioning properly during testing. Unit received with severely faded serial number label. Unit received with severely stained address serial number label, scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a replace battery alarm and then shut off after battery change but did not receive a "low battery" alarm prior. Customer's blood glucose was 7.3 mmol/l. Customer was advised that insulin pump would need to be replaced.